Manufacturer narrative:
The codes and adverse events referenced in rr# 3004209178-2019-12914 were deemed to be non-reportable. Supplemental rr is being submitted to address these corrections. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was contained in a document. It was reported that the patient's pump stalled on (B)(6) 2019 at 14:08 and recovered on (B)(6) 2019 at 14:47. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI at the time of the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 200mcg/ml fentanyl at 200mcg/day and 25mg/ml bupivacaine at 25mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was seen for an adjustment by their pain hcp at 1500 on (B)(6) 2019, and the specific changes were unknown. At 1800 on (B)(6) 2019 the patient administered themselves a bolus and at 1830 the patient coded. The patient was without oxygen for 20 minutes and the emergency medical team took 15 minutes to renew the patient's pulse after they arrived. The patient suffered cardiac arrest and was treated in the intensive care unit (ICU) where the hcp turned the pump to minimum rate. The patient remained intubated and unresponsive in the ICU. The issue was not resolved at the time of the report, and the patient status was noted as "alive-with injury." No further complications were reported.